Manufacturer narrative:
The field service engineer (fse) performed sample probe adjustments; the sample probe arm head was stable. Mechanism checks were acceptable. The customer ran qc. Since the service visit, the customer has not complained of any further issues. The investigation determined the event was due to a maintenance issue.

Manufacturer narrative:
The crp hs reagent lot number and expiration date were not provided.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for crp hs on a cobas 6000 c501 module. The initial result was 187.34 (unit of measure not provided). The repeat result with an unknown dilution was 88.78.